Event description:
A pt with significant history of atrial septal defect (asd) pulmonary valve stenosis, asd closure and pulmonary valvectomy (1996), and pulmonary insufficiency with dilated right ventricle preoperative echocardiogram demonstrated wide open pulmonary regurgitation and mild tricuspid regurgitation. The homograft was subsequently implanted in 2003 without complication. The pt's initial postoperative course was uneventful. However, at approximately three days after surgery the pt developed a diastolic mumur and echocardiogram demonstrated moderate to severe pulmonary insufficiency with no pulmonary valve stenosis. The surgeon suspected severe immunological reaction or technical failure of the replacement valve and repeated surgery with explant of the homograft was performed one week later. The valve was replaced with a 26mm hancock conduit and no additional complications have been reported.